Event description:
Resident was transferred out of the bathtub. During the transfer, the tub chair tipped backward and resident fell backwards along with the chair.

Manufacturer narrative:
An investigation was immediately started by the facility. After the equipment was examined and determined to function correctly, it was placed back into service. Additional inservice training was conducted by facility staff and an apollo representative.